Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on and charge it. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to try several troubleshooting steps including pressing the button in specific ways and charging the pump, but issue persisted, so customer planned to use multiple daily injections as backup therapy while technical support arranged shipment of replacement pump, provided instructions for putting affected pump into storage mode and returning it within required time frame, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.